Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from another manufacture's representative that during the explant of this device the header came loose. There was no additional information provided and it is unknown if the device will be returned for analysis. There were no adverse patient effects.